Event description:
In preparation for an endoscopy procedure, the physician selected a cook endoscopy soehendra lithotriptor handle. When the device was removed from the storage cart, the user noted the stationary section of the handle was broken. The medical facility indicated the handle was likely stored in a broken condition, prior to reuse. The medical facility could not provide information on how or when the handle became broken. Another device was used to perform the procedure. This was observed during preparation for the procedure. This observation did not adversely impact the patient.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of a broken handle. The stationary section of the handle has broken from the device and was included in the return. The component that attaches the handle to the metal frame has broken, causing the separation. The silver color and appearance of this reusable product suggests the handle has been in use for an extended period of time. A manufacturing change was implemented on october 14, 1998 to change the color of the handle from silver to gold. Therefore, this product is a minimum of 10 years old. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Conclusions: our laboratory analysis indicated the appearance of the device suggests this occurrence is related to the age of the device. The most likely cause for this observation is product fatigue over an extended period of time in which the device was used. Breakage of the handle can occur if excessive pressure is applied to the device during use and/or general handling. The information provided by the medical facility indicated the handle was likely stored in a broken condition, prior to reuse. The medical facility could not provide information related to how or when the handle became broken. The instructions for use state that the device is reusable if the device integrity is intact. The reusability of a device depends largely on the care of the device by the user. Factors involved in prolonging the life of the soehendra lithotripter handle include, but are not limited to thorough cleaning following each use of the device. It is unknown how many times the affected device had been used prior to this occurrence. Prior to distribution, all soehendra lithotripter handles undergo visual and functional inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because, this occurrence may be related to the amount of time this reusable product has been in use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further corrective action is warranted at this time. This observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.